Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose of 54 mg/dl respectively. The customer experienced different blood glucose level of 365, 375 mg/dl. The customer was treated with manual injection for high blood glucose and glucose tablets for low blood glucose. The drive support cap appears to be normal. Troubleshooting was not performed. The insulin pump will be returned for analysis.